Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl, which he treated with a manual injection. Troubleshooting was performed. The drive support cap was recessed. The high pressure test passed. No air bubbles were found in the tubing. During priming insulin exited the tubing. No leak was found. In the alarm history of the device low reservoir and low battery alarms were noted. The basal and bolus wizard were correct. Finally the customer was asked to remove the cannula and he stated it was bent and worn for two days. Customer also mentioned that he wraps the tubing from the infusion set around belt clip. A few days later the customer called to complete troubleshooting and blood glucose level was 290 mg/dl. No further information was provided.